Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler during drain 2 of 4 of their pd treatment. The patient contact reported receiving a draining slowly alarm multiple times during drain 2 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn could not confirm if the patient is continuing with peritoneal dialysis on the cycler since the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler during drain 2 of 4 of their pd treatment. The patient contact reported receiving a draining slowly alarm multiple times during drain 2 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn could not confirm if the patient is continuing with peritoneal dialysis on the cycler since the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.